Event description:
Same case as MDR ID# 2134265-2011-03006. It was reported that during a stenting treatment procedure a stent dislodgement occurred. Vascular access was obtained via the femoral artery. The 80% stenosed de novo eccentric target lesion was 40mm in length and was located in the calcified iliac artery that was 8mm in diameter. A 0.035 zipwire guide wire was successfully advanced and placed at the target lesion. A 8.0x60x75cm express vascular stent delivery system (sds) was advanced but encountered difficulty crossing the target lesion. The sds was positioned just before the stenosis. At this moment the x-ray image was lost. Upon image recovery, it was noted that the 8.0x60x75cm express stent had dislodged from the sds. An attempt to retrieve the dislodged stent was unsuccessful. A 8.0x40x75cm express vascular stent delivery system (sds) was advanced to "fix" the dislodged stent but was unsuccessful and during the attempt the 8.0x40x75cm stent dislodged from the sds. The 8.0x40x75cm stent was removed together with a 7f non bsc introducer sheath. An unspecified stent balloon was inflated one time to dilate and appose the 8.0x60x75cm stent to the vessel wall. No further patient complications were reported and the patient's status is stable. This product is only ous approved but it is similar to an approved us device.

Manufacturer narrative:
(B)(4). It is indicated that the device will not be returned for evaluation; therefore a failure analysis of the complaint device could not be completed. A review of the batch history, historical trending, and similar complaint trending review for the product family will be conducted. If there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).